Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a pt had an issue with a closurefast catheter. The customer reports the pt came in for treatment on (B)(6) 2011. During f/u appointment on (B)(6) 2011 the pt complained of leg pain. The pt was placed on prophylactic antibiotics for presumed cellulitis. Pt did not get cellulitis and customer reports the pt is doing well.